Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for transcatheter aortic valve replacement procedure using a large flexnav delivery system. The annular dimensions of the native valve were annulus: 25.4 area: 501.4 perimeter: 80.9 left ventricular outflow tract (lvot) was 25.5. The anatomy was more than 70° angulation and mild leaflet calcification, with an area of 0.6 cm² by echocardiography. A pre-dilation performed waith a 25x50 non-abbott balloon. At 80%, the implant depth was 4.5mm. The physician reported difficulty anchoring the valve after reaching 80% deployment. More than three recaptures were performed before deciding to release it at zero depth. After the final release of the device, the valve migrated further into the ventricle, reaching a depth of more than 15 mm. The physician tried to snare the valve three times. The physician decided to do a reintervention at a later time with a balloon-expandable valve. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration, and improper or incorrect procedure or method were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging provided appeared to show both the anatomical challenges and the deep position at which the valve was ultimately deployed are likely contributors to the migration observed in this case. Based on the available information, the cause of the reported migration could not be conclusively determined. It is possible that procedural complications (implant depth) and patient condition (calcification) contributed to the reported event; however, this cannot be confirmed. The reported improper or incorrect procedure or method was due to multiple recaptures during implant and snaring the valve post-implant. The reported unexpected medical intervention was result of case-specific circumstances, as valve was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), artmt600163776 revision d, implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance. Post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ since the IFU deviation was performed to prevent an adverse patient effect and there is no indication that the deviation caused any patient harm, a letter will not be sent.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for transcatheter aortic valve replacement procedure using a large flexnav delivery system. The the annular dimensions of the native valve were annulus: 25.4 area: 501.4 perimeter: 80.9 left ventricular outflow tract (lvot) was 25.5. The anatomy was more than 70° angulation and mild leaflet calcification, with an area of 0.6 cm² by echocardiography. A pre-dilation performed with a 25x50 non-abbott balloon. At 80%, the implant depth was 4.5mm. The physician reported difficulty anchoring the valve after reaching 80% deployment. More than three recaptures were performed before deciding to release it at zero depth. After the final release of the device, the valve migrated further into the ventricle, reaching a depth of more than 15 mm. The physician tried to snare the valve three times. The physician decided to do a reintervention at a later time with a balloon-expandable valve. The patient was reported stable.